Manufacturer narrative:
The customer reported the device was discarded. A review of the device history record found no non-conformances associated with this lot. All balloon catheters are 100% visually inspected and leak tested prior to packaging. In addition, reliability engineering (re) performs rated burst pressure (rbp) testing from each mfg lot to verify that the rbp product spec is met. A review of the re data of this lot showed that the rbp data exceeded the rbp product spec.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in a heavily calcified superficial femoral artery the agiltrac device balloon ruptured at 11 atmospheres. The device was completely removed without issue. There was no adverse pt effect. The physician believed the balloon rupture was due to a plaque spicule. Though requested, no add'l info was provided.